Manufacturer narrative:
Device used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
A distractor problem to cmf product development was reported on (B)(6) 2013. The parents encountered problems turning the distractor two weeks postoperatively. The distractor on the right side broke off at the tip of the u-joint. The parents are able to turn the device with a needle driver, and distraction is proceeding. The flexible arm disengaged, but may have become loosened as parents turned device. The distractor on the left side is working properly, and no intervention was needed. This is report 2 of 2 for complaint (B)(4).